Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the controller board of the drawer was defective. The field service engineer installed a new controller and reconnected the cables, successfully resolving the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported when using the pyxis medstation es system, the drawer encountered a failure. The customer reported that during this malfunction, users were able to retrieve medications from a different station. There were no adverse events or injuries reported based on this incident.